Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a drug coated balloon 018 was used to treat a peripheral artery lesion with 90% stenosis in the right distal anterior tibial artery, and removal difficulties were encountered when the balloon catheter caught on the sheath during withdrawal. The target lesion was described as calcified with moderate calcification, minimal tortuosity, lesion length of 100 mm, and vessel diameter of 5 mm. A 5 fr sheath and a 0.014 guidewire were used, embolic protection was not used, and the vessel was not pre-dilated or post-dilated. The balloon was inflated using an inflation device with 50/50 contrast. The device was removed with the sheath, and once off the wire and on the table, the balloon was pulled through the sheath. No vessel damage was reported, the device was safely removed from the patient, and the procedure was completed by inserting a new sheath. Removal difficulties were when attempting to remove the device through the sheath inside the patient. Once the sheath and balloon were off the wire the device came out without a problem. No health consequences or impact were reported.